Event description:
A physician reported following an intraocular lens implant procedure, the patients does not have clear vision, not being able to read and had dysphotopsia. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).